Event description:
(B)(6) is fractured. (B)(6) has high thresholds and noise and sensing has decreased over the years. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).